Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized in emergency room due to high blood glucose on unknown with blood glucose of 22 mmol/l and insulin pump menu button was not working. The customer's current blood glucose is 24 mmol/l. Customer treated by manual injection in hospital. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump center button was unresponsive. Customer stated using the up arrow allowed them to navigate screens. Insulin pump buttons pressed delayed or failed to respond if pressing too rapidly on buttons. Customer stated that insulin pump was neither dropped or exposed to moisture. Block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive and unresponsive buttons during easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer went to the emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 22 mmol/l at 4 am and center button not responding. The customer's blood glucose at 12 am was 24 mmol/l. Customer treated by manual injection. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up and down arrows allowed them to navigate screens. Customer stated that insulin pump was neither dropped or exposed to moisture. Block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Event description:
The date of the customer's hospitalization was (B)(6) 2019.